Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that during impella 5.5 support for 61-year-old female patient, there was a decline in purge flow (2ml/h) and increasing purge pressure (1000mmhg). There were no kinks on the line noted. The physician added lysis to the purge (50u/ml in g5%.), and the issue resolved. However, after some time the purge pressure rose again above 1000mmhg and the patient started lysis therapy again. The procedural outcome was the patient survived surgery

Manufacturer narrative:
The investigation for the high purge pressure has been completed. Impella 5.5 was returned for evaluation. Upon visual inspection, no biomaterial or purge line damage was seen on the pump. Mold was present on the pump and on the impeller and around the purge gap. The pump was soaked in tergazyme for approximately 20 minutes in attempt to remove the mold. The pump was connected to the console and purged in a bucket of water and high purge pressure alarms were reproduced. The purge line just distal of the motor was clear and did not show signs of blood ingress. The pump was then cut while purging and the high purge pressure did resolve. The cannula was cut off the pump and biomaterial was present within the purge gap under the impeller blade. Data logs were reviewed and the lt log from field showed a purge pressure increase over a period of 1 hour before high purge pressure was noted with a drop in purge flow. Purge pressure remained high but variable over the next 15 hours of support. Purge pressure resolves for approximately 10 hours before high purge pressure and alarms occur again for 1 hour before again resolving for the remainder of support. High purge pressure fully resolves approximately 24 hours after initial high purge pressure alarms. The root cause of the high purge pressure was due to biomaterial. Added- d9 device return date, h6 impact code 4644.